Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the stylus did not align with the cursor due to the overlay. Concomitant product: product ID: 229047, analyzer. (B)(4).

Event description:
It was reported that the stylus was unable to be calibrated. A new stylus was installed and attempted to calibrate multiple times with calibration disk. The programmer was returned for repair. There was no patient involvement.